Event description:
It was reported the patient is having pacemaker mediated tachy (pmt). Interrogation of the device revealed increased atrial thresholds and some loss of atrial capture. The atrial output was increased and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.